Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was selected for implant. During the procedure, it was noted that the occluder was presenting in a bulbous deformation. The device was never released from the delivery cable and was replaced with a non-abbott device to complete the procedure. There was no interaction with cardiac structures or kinks noted in the delivery system. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient was reported as stable with no consequences.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received the cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.